Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer initially had called asking for training in how to use the lancing device and to performing a blood test. During the call, a blood test was performed by the customer and produced test result of hi using the meter. The customer was concerned with the result obtained of hi. The customer¿s expected fasting blood glucose test result is 300 mg/dl and below. The customer feels well and did not report any symptoms. Customer stated she was going to contact her healthcare provider due to the hi result . The product is stored according to specification (bedroom). The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 26-jan-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-062 added : poor tech-not familiar IFU.